Manufacturer narrative:
H6: a review of the manufacturing paperwork has been conducted. H6: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Radiographic studies conducted at the six month follow up visit found evidence of a distal type I endoleak as well as aneurysm enlargement. Additional findings included a probable small type ii endoleak originating from the left internal iliac artery. The left hypogastric artery was coiled and an additional contralateral leg component was deployed. Final images demonstrated exclusion of the type I endoleak. A cta taken one month later revealed a persisting type ii endoleak, however, the maximum diameter of the aneurysm remained. Two months later, an mms study showed a diminishing type ii endoleak along with a decrease in the aneurysm's maximum diameter. The patient will continue to be followed per protocol.